Event description:
At approximately 16:00, the patient contacted the rn because his hydromorphone pca pump was beeping with a message of "checking syringe." Upon inspection, the nurse observed that the syringe was empty, had a hole in it, and the plunger was still set to approximately 15 ml remaining. The patient denied tampering with the device, and when the rn left the room to discuss the incident with the unit nurse manager and security, the patient eloped. The patient had managed to open the alaris pca pump without a key and crack open the syringe, then consuming the medication orally.